Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse had reseated the ram and hard disk, reset the connections, and restarted the system multiple times. After repairs, the system was returned to use in good working order.